Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 405 mg/dl. The mother stated that the customer started with high glucose, vomiting, excessive thirst, and dehydration since last night. Troubleshooting was performed. It was stated that the customer's most recent glucose level was on 500s mg/dl. It was stated that the mother attempted to treat the customer with the insulin pump and she also changed the infusion set. The programming on the device was correct. Ran a fixed and high pressure tests and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.